Event description:
It was reported that user advisory 7 (discrepancy between load 1 and load 2 too large) was indicated and could not be cleared even after pulling up the lifeband. A manikin was placed on the board and the board was restarted. This user advisory occurred during the daily check. There was no pt involvement. No other info was provided.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device received and when it is evaluated.